Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a (B)(6) healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that the pump had a motor block. It was noted that it seemed that the pump stopped because of a resonance [presumably MRI]. Images of the clinician programmer tablet and of interrogation reports displaying the pump event logs showed the following relevant events: (B)(6) 2020 ¿ critical alarm ¿ pump motor stall occurred (03) (B)(6) 2020 ¿ critical alarm ¿ stopped pump duration exceeded 48 hours (4) it was noted that when the nurse did the telemetry on (B)(6) 2020 at 11:27, the interrogation showed a message that the pump was stopped for 983 hours. It was stated this was confusing. It was also reported that the hcp had extracted 3 ml of baclofen, which was the same that was supposed to be in the reservoir, so they were asking technical services if it was possible that the pump continued with the infusion despite the motor block alarm. Upon reviewing this information, the manufacturer technical services explained that the information reported was indicative that the pump went into telemetry mode from the last MRI scan in november. It was explained that the telemetry mode is a state described in the manuals, which instruct to interrogate the pump after an MRI scan to prevent telemetry mode and ensure the patient does not get dismissed from the hospital with a pump in motor stall. It was then further reported that the patient did not have any withdrawal effects, so it seemed that the pump was okay. When the hcp did the telemetry the pump started to have the critical alarm, which had not been heard prior to that. After doing telemetry with another programmer, the alarm disappeared. The images of the interrogation reports with the pump logs show that the motor stall recovery coincided with the date and time the pump was finally interrogated on (B)(6) 2020. It was confirmed that the information from technical services resolved the issue and the pump was perfectly in use. No further complications were reported or anticipated.